Event description:
It was reported that a spectrum pump had frequent upstream occlusion with vancomycin despite taking medication out an hour early to warm. They did not like amount or time because they were unable to manipulate the volume to be infused (vtbi). The event happened during medication treatment at the unit 8c and 8d. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Catalog #: a partial product code of 35700 was provided. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.